Manufacturer narrative:
Summary of evaluation: a complete evaluation of this event can not be performed because the device was not retturned for evaluation, but rather discarded by the hospital.

Event description:
The cement did not discharge correctly from gun because the plunger jammed in the mixing chamber. There was no adverse consequence for the pt.